Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The clinician reported rising impedances with no sound awareness on channel 12 and poor sound quality on channel 11; non-auditory sensations (e.g. Discomfort) were observed on electrodes 9-10 and 2-3. There are constant reports of an echo affecting sound quality, which has not been significantly improved with programming. There were no changes in health and no trauma reported. Integrity test is scheduled and CT scan is being considered.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). According to the received information from the field, the two most basal channels have migrated out of cochlea and the user had missing or poor hearing sensation on these channels. A full insertion at implantation surgery was achieved. In addition the recipient reported discomfort on four still inserted channels due to undetermined reasons. Reportedly the observed issues could be resolved by fitting and the sound quality improved significantly. The recipient will be monitored by the clinic; the device remains implanted and in use. This is a final report.

Event description:
The clinician reported rising impedances with no sound awareness on electrode 12 and poor sound quality on electrode 11. CT scan showed channels 11 and 12 to be extra-cochlear. Also, discomfort was observed on electrodes 9-10 and 2-3. Further programming adjustments done in april 2019 significantly improved sound quality. Aided testing showed an improvement in speech perception scores compared to pre-operative scores. Expert measurements were not performed as recipient gave such positive feedback that the test was no longer deemed necessary. The plan is for the device to remain implanted and in use; the recipient will be regularly monitored.